Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 10 mg/ml concentration at 2.7 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the hcp was unable to refill the pump on (B)(6) 2019 for unknown reasons. He scheduled the refill in radiology for (B)(6) 2019. He also ordered a catheter dye as well to make sure of patency since patient was stating the medication in the pump was helping her pain. Any environmental/external/.patient factors that may have led or contributed to the issue were unknown. When patient was placed under fluro, the pump was visualized to have flipped. The hcp manually flipped the pump. The different hcp was able to perform the dye study and it was normal. The hcp then was able to refill the pump. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.